Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the patient received an inappropriate shock due to the atrial lead undersensing. Antitachycardia pacing was reprogrammed and the lead remains in use. No further patient complications have been reported as a result of this event